Event description:
It was reported that an asymptomatic patient presented to the or for device change out due to normal eri. Externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.